Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported to technical support that a fluid leak was observed inside the cassette housing after completing peritoneal dialysis treatment. The patient encountered a scale reading error during the treatment. The patient was advised to discontinue use of the cycler and to contact the peritoneal dialysis nurse. Follow up with the patient contact indicates that the patient did not experience any complications as a result of the alleged event. There was no medical intervention. One treatment was not completed. Patient resumed treatment on a replacement cycler. The patient discarded the cycler set.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no indications of dried fluid present within the cassette compartment and there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. Simulated treatment was run for 2 hours and 15 minutes with 8500 ml of fluid and completed without failure. The cycler underwent and passed a system air leak test and valve actuation test. The load cell verification was within tolerance. The go/no go gauge check failed on the display side of the heater tray. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. An internal visual inspection indicated that the heater tray was slighted bent in the front right corner of the tray. The internal visual inspection identified evidence of dried fluid beneath front panel assembly and the pump assembly. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.